Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(6) alleging the onetouch verio iq meter read inaccurately erratic. The patient did not provide results obtained with the subject meter; however, stated there was a "high difference." The patient did not experience any symptoms or seek any medical attention because of the reported issue. However, this complaint is being reported because the alleged inaccuracy remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the lay user/patient's product(s) have been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.